Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04327. It was reported, the pt was experiencing warmth at the ipg site while using the charging system. The sjm rep met with the pt and provided a new charging system. It was reported, the new charging system established communication with the ipg.